Event description:
Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. However, during this time the hp stated they had a reoccurrence of the system error (se) 2240 (air in line) on (B)(6) 2012. The hp stated they did not call this event into baxter, and that they were just going to talk to their nurse on (B)(6) 2012 at their clinic visit. They stated that they just started over with new supplies. They stated they did not notice anything unusual with the supplies that could have caused the alarm last night. The hp stated everything is fine, and they do not recall any further information regarding the event. No further information was obtained for either event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.